Manufacturer narrative:
Investigation found that the customer received an over-temperature alarm, which forced the unit to shutdown. This is how the device is intended to operate to prevent damage to the equipment and prevent potential patient harm. Apart from the investigation, the solenoid and firmware were updated prior to returning the device to the customer.

Event description:
User reported the device failed to cool patient during procedure. There was no patient harm; however, this type of event is considered reportable.